Manufacturer narrative:
Information references the main component of the system and other applicable components are:   product ID: pnma01411a004, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome type I and spinal pain. It was reported that the patient called to order adhesive discs. The patient stated that they are always having a hard time charging because they can't connect themselves and stay connected, as they can't get the belt right and can't move around with the belt on. The patient also stated that they need to charge a few times a week and the rep suggested getting sticky. The patient reported that their new ins implanted in (B)(6) 2016 is not lasting a week, even though they are keeping the voltage low at 3.8 to 3.9v. They also stated that their incision site is still sore and hurts to charge and cannot touch. The patient is unsure why the ins is getting depleted so quickly, as their prior device lasted a week. The patient stated that they mentioned the incision soreness and the doctor blew them off. The patient was asked to talk with their healthcare provider (hcp) about the soreness. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: upon further review, device code (B)(4) applies to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that at the appointment on (B)(6)2017 when the patient¿s staples were removed, she mentioned the difficulty charging to her manufacturer representative (rep) who told the patient to call the manufacturer to order adhesive discs. The patient ordered adhesive discs to help charge. As for the pain, the physician¿s assistant (pa) the patient saw told her to do exercises. The adhesive discs helped charging. The incision pain was still there and had become a part of the patient¿s daily life. The pa the patient saw on (B)(6)2017 told the patient it wasn¿t normal and to try a few exercises. Those exercises weren¿t too easy for a person with the patient¿s back issues. It was noted that the patient was scheduled to leave for vacation and she planned on contacting her primary care doctor for help when returning from the vacation.